Event description:
The nurse reported a sudden surge occurred and caused a patient injury. The system appeared to change modes itself. The handpiece has been isolated and the cassette is available for evaluation. The same system was used to complete the case. Multiple attempts were made for more information on the event, sample status and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and could not confirm the problem reported. Preventative maintenance was performed. The cpc connector, solenoid spacers, and the IV pole seal were replaced as preventative maintenance. The system was then tested and met all product specifications. The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).